Event description:
It was reported that during an generator change out procedure the right ventricular (rv) lead exhibited a high out of range superior vena cava (svc) coil impedance when connected to a new device. Additionally, the rv lead defibrillation impedance was higher than expected. It was noted that initially no svc impedance value was obtained. When the rv lead was tested with the analyzer and a different new device the high impedances were also observed. It was suspected that the svc coil fractured when opening the pocket. The svc coil was programmed off which resulted in a lower defibrillation impedance measurement. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.